Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter was hospitalized. The patient's blood glucose value at the time of incident was 225 mg/dl. The customer originally went to the ER for hyperglycemia, and while she was there she complained about terrible headaches so they gave her a cat scan and discovered that she had a stroke. The customer was hospitalized for about a week. Her blood glucose values had stabilized under 100 mg/dl and she was discharged. No troubleshooting occurred, and no products were returned or replaced.